Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to over-sensed noise. The lead was capped and replaced on (B)(6) 2023. The patient was stable.